Event description:
The ins was repositioned. At follow-up, impedance was less than 50 ohms on electrode pair 1, 2. Impedances were greater than 4,000 ohms on pairs involving electrode #0. The clinician was going to program 3-, 2+ and try therapy. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).